Manufacturer narrative:
1. DHR/bhr review lot#4016704. 1-this batch of products were assembled at intima ii auto line 3 in february 2024 and packaged at r240 package line in february 2024. Work order quantity was (B)(4) ea. 2-review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3-review the production records with no nonconformance, deviation or rework activities. 2. No defective samples and photos have been received for the complaint. 3. The retained sample of this batch is taken for relevant functional testing: lie distance test, penetration force test (including needle tip penetration force, catheter tip penetration force and catheter drag force), needle removal force test and flow test. The test results show that they all meet the product specifications. Please see attachment for the test reports. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals about this batch of products. Since the defective sample is not returned, the relevant tests cannot be carried out, and the root cause of the complained defects cannot be determined.

Event description:
The following questions were requested from the customer. 1. Was the flow rate affected due to catheter kink/bent? 2. Was the needle disengagement difficult? 3. Please provide picture / video / physical sample if available. Customer stated the following: 1. The flow rate changed very slowly. 2. The needle dislocated without difficulty. 3. No photos were taken; it was thrown away when found. No additional information was provided.

Event description:
It was reported that bd intima-ii y 22gax1.00in prn/ec slm catheter kink / bent . The nurse punctured the indwelling needle with good blood return, had difficulty removing the steel needle, found that the fluid could not be dripped properly, and found that the catheter was twisted after removing the indwelling needle, (ruling out nurse mishandling).

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.